Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 566 mg/dl. The customer had no symptoms and was treated with bolus on pump. Customer's blood glucose value was 566 mg/dl at time of incident. Customer's current blood glucose value was 454 mg/dl. Customer stated that was at home and when he took off his sweat shirt he saw that needle part came out of the infusion set. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer reports insulin exited at the qr. There were no leaks or air bubbles. Customer reports basal rates are programmed accurately. Customer declined to perform the high pressure test and self test was performed and result was passed. Customer was explained about the 2 high blood glucose rule. The product was not returned for analysis.